Event description:
It was reported the patient had difficulty voiding after the sparc sling was implanted. The patient also had a graft implanted at the same time, the physician felt the difficulty voiding is due to the sling. No further patient complications were reported in relation to this event.